Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed thoroughly. The analysis revealed an invalid memory content in an area corresponding to battery data which led to the clinical observation. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. Several attempts to re-initialize the device were unsuccessful. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
This device was explanted on (B)(6) 2021 due to data error messages during interrogation. Device could not be reinitialized successfully. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon initial interrogation a message was triggered regarding frequent resets, thus confirming the observation. Inspection of the devices memory contents showed that the device documented many consecutive resets. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10 degrees c (14 degrees f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.